Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event fiber stopped working is confirmed as visual examination identified a circumferential fracture at the distal side of the fiber/cap fusion zone and glue failure. A distal circumferential fracture has the potential for forward firing. It is probable that the identified detritus adhesion on the metal cap contributed to elevated temperatures near the laser beam output window, leading to the circumferential fracture and glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including circumferential fracture and glue failure. According to the instructions for use (IFU), increasing irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that can occur through normal use. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified that the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The glass cap exhibited severe devitrification at output window. The metal cap exhibited severe charred detritus adhesion on surface, indicative of prolonged tissue contact. The fiber proximal to fracture can rotate independently of the metal cap, also indicative of glue failure. The fiber was functionally tested with helium neon (hene) laser fixture and the testing conducted did not identify any sings of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture and glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber stopped working after 99,943joules with 10 minutes and 15 seconds of fiber use. The procedure was successfully completed with a second fiber without clinical consequences to patient. The fiber was returned for analysis and the testing conducted identified a distal circumferential fracture. The potential for forward firing exists.